Event description:
Customer reported to beckman coulter, inc (bec) that the coulter hmx analyzer with autoloader was leaking from the blood sampling valve probe. Customer reported that the leak was not contained inside the instrument. Customer reported that the volume of the leak was 50 cubic centimeters. Customer reported that patient results were not affected. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) replaced the tubing at pinch valve (pv) 43 that disconnected from the fitting and adjusted both flowcell and gains.

Manufacturer narrative:
(B)(4).